Event description:
It was reported that this right atrial (ra) lead was found to be broken at the tip in the atrium. The lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.